Event description:
Customer reported that he received a no delivery alarm and is unable to clear it. Customer was instructed to perform fixed prime; the insulin did not exit the tubing. Customer performed manual prime and stated that the insulin pump alarmed no delivery. Customer was upset and declined to continue troubleshoot and stated that he had already changed the infusion set three times. Blood glucose value is 379 mg/dl; treated with manual insulin injection. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.